Manufacturer narrative:
No parts were replaced or returned for evaluation. The pump was being operated at -10 degrees fahrenheit which is far below the specified temperature range of the pump. The low limit is 0 degrees celsius which is 32 degrees fahrenheit. A device history record review was conducted on the iab & it met all specifications & passed all in-process testing. There were no manufacturing abnormalities established between the DHR & the reported complaint. Unable to duplicate the problem when operated in specified operating range.

Event description:
It was reported per field service report: symptom: pump had helium loss #2 alarm during transport. Pump froze up and could not be restarted. The air temperature was negative ten degrees fahrenheit. Findings/action taken: could not duplicate problem. Performed preventative maintenance.